Manufacturer narrative:
Other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient had fallen and felt a shocking sensation in her foot in (B)(6) 2016. When the rep ran impedances at 0.7 v, electrodes 0-7 were greater than 10,000 ohms and when stim was increased to 3v, measurements showed greater than 40,000 ohms on electrodes 0-7. When the rep looked at reference 0, electrodes 12-15 showed greater than 40,000 ohms while reference 8 had normal impedances. The patient was programmed on 14 and 15 and had not had any imaging done and calculations were needed to determine if an ins replacement would be needed. The revision had not occurred yet and is it unknown if the patient recovered completely. At the time of the report, the rep did not have historical impedance measurements. Follow-up is not required at this time and there is no further information related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.